Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the needle of the probe was not "fixed" and moved when activating the probe. The surgery was completed with no impact to the pt. Additional information as to how the case was completed has been requested.